Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy and wanted more low back coverage. Diagnostics indicated that the lead had high impedances on all contacts. Reprogramming did not resolve the issue. In turn, surgical intervention took place wherein the existing lead at t5-t6 was explanted and replaced with a new lead at t7-t8 to address the issue.